Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter from batch 22857344. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual examination revealed that the shaft is separated from the collar. There is a kink on the hypotube 97.6cm from the handle. The entire distal shaft from the tip to the separation is flattened. Microscopic inspection revealed scratches on the distal shaft from 2mm to 11mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11dec2019. It was reported that the guidezilla was unable to cross the lesion. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was unable to cross the tortuous target lesion. The physician considered a manufacturing defect on the product. The procedure was completed with another of the same device. There were no patient complications were reported and the patient status was stable post procedure. However, device analysis revealed that the shaft was separated from the collar.